Event description:
The switch omitted sparks. The user has not returned the unit to co for inspection. All attempts have been made to get more info about the event. This report is being made to comply with regulatory letter 90-dt-12.